Manufacturer narrative:
This report is filed april 8th, 2015.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in a decision to explant the device. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).